Manufacturer narrative:
The manufacturer previously reported, 'this notification was opened for review due to an allegation that the patient noticed small black particles in her CPAP mask, which were emitted from the machine upon activation on a remstar auto a-flex device. The patient stopped using the device and sought emergency care. The device was replaced, and the faulty unit was set aside for further investigation. The information was reported by a healthcare professional, on behalf of the patient.' The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint rending is reviewed on a periodic basis to evaluate filed quality performance, and as an input to risk management activities.

Event description:
This notification was opened for review due to an allegation that the patient noticed small black particles in her CPAP mask, which were emitted from the machine upon activation on a remstar auto a-flex device. The patient stopped using the device and sought emergency care. The device was replaced, and the faulty unit was set aside for further investigation. The information was reported by a healthcare professional, on behalf of the patient. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.